Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing abdominal pain that was attributed to the scs. It was noted that turning off the stimulation had improved the pain or the cramping. X-ray was taken and showed that the leads might have been slightly higher than the original trial lead placement. The patient will undergo a lead and ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent lead revision procedure wherein a new lead and clik anchor was added. The ipg was not revised. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing abdominal pain that was attributed to the scs. It was noted that turning off the stimulation had improved the pain or the cramping. X-ray was taken and showed that the leads might have been slightly higher than the original trial lead placement. The patient will undergo a lead and ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead revision procedure wherein the leads will be repositioned due to migration. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing abdominal pain that was attributed to the scs. It was noted that turning off the stimulation had improved the pain or the cramping. X-ray was taken and showed that the leads might have been slightly higher than the original trial lead placement. The patient will undergo a lead and ipg revision procedure.